Event description:
It was reported to philips that the system was unable to perform c-arm movement. No harm to the patient or user was reported. Philips has started an investigation of this complaint.